Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left circumflex artery. Following pre-dilation with a 15x2.5mm emerge balloon catheter, a non-bsc intravascular ultrasound (ivus) catheter was advanced but failed to cross the lesion. Therefore, rotablation was performed. After debulking from size 1.5 to 2.0, ivus was performed and a 20x4.00 promus premier&#10244;rug eluting stent was then advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the distal edge of the stent was lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.